Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing and impedance out of range. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.